Manufacturer narrative:
The customer discarded the sureform stapler 60 reloads involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2018. The stapler 60 instrument listed below fired 12 sureform stapler 60 reloads; 6 blue, 4 green, 2 white. All firings were completed per the logs. There is nothing conclusive in the logs that is a predictive indicator of a post-operative leak. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass surgical procedure, the patient allegedly experienced a staple line leak. As a result, the patient had a second open surgical procedure in order to repair the leak. However, at this time, the root cause of the staple line leak is unknown.

Event description:
It was reported that post a da vinci-assisted gastric bypass surgical procedure, the patient experienced post-operative complications. Post-operative day #1 the patient underwent a secondary open surgical procedure and it was determined there was a leak in the stomach staple line. As a result, the surgeon had to over sew the leaking staple line to resolve the issue. On (B)(4) 2018, intuitive surgical inc. (Isi) contacted the isi clinical sales representative (csr) who was present during the surgical procedure and obtained the following additional information. According to the csr, the patient underwent the primary procedure on (B)(6) 2018 and was successfully completed with no reports of intra-operative complications. The csr indicated that multiple green, blue and white sureform stapler 60 reloads were used with no report of malformed staples, inadequate clamps, unclamping, or partial fires during the procedure. The surgeon had stated that he was happy with the sureform stapler 60 instrument performance. The csr stated then the procedure was completed robotically with no issues reported. Post-operative day #1, the patient had consumed a protein shake. However, traces of the protein shake was seen in the drain bag. The patient was immediately taken into the or for a secondary open surgical procedure, the surgeon discovered a staple line leak in the stomach. As a result, the surgeon had to over sew the leaking staple line to resolve the issue. The csr could not confirm if the staple line leak was identified in the staple line where the blue or green reload was fired. It was confirmed that there was no buttress material used and there was no video recording of the procedure. The csr confirmed that the surgeon indicated that there was no malfunction of the da vinci surgical system, instruments or accessories during the primary procedure. The surgeon had mentioned that the patient was very obese and a chain smoker. Thus, the surgeon was not sure if that could have contributed to the post-operative complication.